Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with ongoing dryness since approximately 10 months following lasik treatment of the right eye. The patient reported blurriness along with the intense dry eye treatment. One year later the patient is being referred to an ophthalmologist for continued dry eye treatment. Additional information received; patient noted dryness prior to treatment when wearing contact lenses. The patient has required additional treatment including punctal plugs, liftegrast drops, artificial tears, artificial tear gel and fatty acid supplements. The symptoms of blurry vision are variable when the eyes are dry. Ongoing follow ups have been required. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. The root cause could be identified conclusively. (B)(4).